Event description:
It was reported that the user experienced episodes of hyperglycemia and hypoglycemia while using the ilet, with hyperglycemia persisting for approximately 12 hours and device alerts for glucose above 300 mg/dl for over 90 minutes, followed by hypoglycemia to 46 mg/dl for about 3.5 hours. Symptoms included increased urination and shoulder pain during the high glucose episode, with no loss of consciousness or need for assistance. Outcomes included self-management without professional intervention, no ketone testing, and no use of backup therapy, with glucose improving after changing the cartridge/infusion site and trending down. Investigation included case review and troubleshooting education, including guidance on appropriate meal announcements after the user reported announcing multiple meals in succession to manipulate glucose. Investigation of this case revealed use-pattern issues related to repeated meal announcements that contributed to glucose variability, while the device functioned as expected after supply change with no abnormal device behavior observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.